Event description:
It was reported to boston scientific corporation that a gemini stone retrieval basket was used during a ureteroscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure a stone was captured inside the gemini basket, and a wire of the basket broke and detached inside the patient. The physician was able to remove the captured stone along with the device, and the detached wire was removed with another basket. It was confirmed that nothing was left inside the patient. Reportedly, there was no visible damage to the device or its packaging prior to use. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry date. (B)(4) basket wire detached. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual assessment of the returned gemini stone retrieval basket was performed and it was noted that the basket was detached at the splice cannula and the cannula was broken into two remnants. The basket and all of the basket wires, which are noted to be straight, were present. The outer sheath appeared free of obvious defects. There was a torque mark present on the handle cap to indicate the cap had been properly torqued in place. The handle cannula was not visible through the handle. A functional evaluation was performed and it was noted that as the handle was actuated, the wire assembly remained stationary. The device was disassembled, and it was noted that the handle cap was tight. The pull wire was removed from the handle/sheath, and it was noted that the pull wire was bent near handle cannula to pull wire cannula. Solder used during manufacturing to weld the splice cannula to the pull wire and the basket wire assembly was present in each splice cannula remnant. The detachment point on each remnant was clean and showed no signs of twisting or bending. The sheath length was within specification. Therefore, the most probable root cause is operational context. A labeling review was performed and no anomalies were found.

Event description:
It was reported to boston scientific corporation that a gemini stone retrieval basket was used during a ureteroscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure a stone was captured inside the gemini basket, and a wire of the basket broke and detached inside the patient. The physician was able to remove the captured stone along with the device, and the detached wire was removed with another basket. It was confirmed that nothing was left inside the patient. Reportedly, there was no visible damage to the device or its packaging prior to use. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.